Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that sometime a couple weeks ago they backed into a door handle and it bruised their back. Pt explained they thought it hit the side of their back. Pt stated their ins never used to feel loose inside their body at implant site and now it does. Pt explained that they stand with their hands on their hips a lot and 1-2 weeks ago they noticed their ins felt loose. Patient services (ps) reviewed information and instructed pt to follow up with their healthcare provider (hcp). The patient was redirected to their healthcare provider to further address the issue.